Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. The cause of the reported event of death could not be determined. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the patient experienced a heart attack and subsequently died, coincident with peritoneal dialysis (pd) therapy. The treatment for the event was not reported and it was unknown if the patient was hospitalized prior to the death. It was not reported if pd therapy was ongoing until the time of death or if an autopsy was to be performed. The cause of the death was the heart attack. Additional information was requested, but was not available at the time of this report.